Event description:
The pt received his scs system, including a surgical lead, on (B)(6) 2010. The pt was reportedly under general anesthesia during the implant procedure; therefore, no intraoperative testing was performed. Two hours post-operative, the pt reported he could not move either of his legs. The pt's wife advised there was also a noticeable change in the pt's cognitive status. The pt was admitted to the hospital for further testing and eval. Laboratory studies were performed and the pt was diagnosed with pneumonia and possible sepsis. Antibiotics were administered for treatment of the pneumonia. Four days post-implant, the system was explanted and not replaced as a precautionary measure. The pt's cognitive status is back to normal and the pneumonia has resolved; however, the pt still lacks bowel and bladder function requiring digital manipulation and in/out catheterization. In addition, the pt is still experiencing lower extremity weakness. The pt was discharged to a rehabilitation center. The explanted scs products were not returned to the MFR.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.